Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient stated that the pump rebooted to the verify screen continuously. The patient said she heard a beep the previous evening when the pump was in the pocket. After going through the prime process, the pump allegedly beeped and displayed the verify screen again. She states this occurred several times. The battery cap was secure and there was no visible battery compartment damage.